Manufacturer narrative:
The rse confirmed according to the central logs, the customer tested an asystole alarm and was triggered and alarmed normally. The customer stated he was standing at the speaker and there was no sound. The fse went onsite and confirmed the issue. The loudspeaker of the control panel does not work. He rebooted the control center and properly attached the speaker. At the request of the management, the frequency of the red tone was adjusted, and the volume of the red alarms was set to +2. Device fully functional. The cause of the reported problem was due to the speaker not properly connected. The fse has re-plugged and connected correctly with the soundcard. The device was operational and back in service.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient information center ix did not generate an audible alarm for an asystole event. The device was in use at the time of the reported issue. No death or patient / user injury or harm was reported.